Event description:
It was reported that merlin at home transmission showed non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that the recommended programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.